Manufacturer narrative:
Product was not returned for investigation. Therfore, no conclusion can be drawn.

Event description:
On 10/30/97 x-rays were read. Allegedly insert is dislocated anteriorly. Product has not been revised.